Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The complainant indicated the use of a hand piece and viscoelastic device which are not approved for use with the associated lens cartridge combination. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history records, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that after a pt had a multifocal intraocular lens (iol) implanted in his left eye he had too little light to read well in everyday situations. The surgeon attempted to alleviate the concerns associated with reading by prescribing a contact lens, which did not satisfy the pt. The surgeon's second attempt to help the pt was in prescribing reading glasses, which is still an ongoing treatment. The surgeon suspects that the pt may have a color vision impairment or another undetected impairment of the retina, which will require further examination. In a follow up the surgeon reported the pt had reading issues associated with reduced light and fluorescent lighting; otherwise, no other concerns. The surgeon does not blame the lens for the reported events.